Manufacturer narrative:
Received one (1) used. List #142300490, secondary set, secure lock, with IV set hanger, 34 inch for inspection. Received two (2) photos, one(1) showing particulate in tubing and one (1) showing the packaging. Particulate matter was observed inside the tubing. The tubing was cut open and the particles were attached to the tubing wall and in the fluid path. The complaint of particulate matter inside the tubing can be confirmed. The probable cause is due to an extrusion error during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
On an unspecified date, there was dark material reportedly adhered to the inside of the tubing of a secondary set, secure lock, with IV set hanger, 34 inch. There was no patient involvement and no human harm.